Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited shock impedance measurements out of range on the right ventricular (rv) lead. It was noted that this patient had commanded shocks performed as well. Technical services (ts) recommended to have the lead replace. This product remains in service. No adverse patient effects were reported.